Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section a2: age (14) and provide a correction to section d9: "return to manufacturer" was inadvertently selected on the initial MDR, the sample is not available. This complaint is also to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The patient underwent neuro thrombectomy. After the operation, the angio-seal was used; however, the collagen sponge did not release. There was no blood loss. Additional information was received on 25sep2025: the procedure sheath size used was an 8 french. There was no stenosis, plaque, calcium present around the insertion site. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The procedure was successful, and the patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: (B)(6). E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.